Event description:
Patient transferred back to bed. The arterial line would not read. Attempted to zero the line, and received reading "sensor" or "pressure." Changed arterial line cable, and continued to get the same reading. Changed out tubing due to faulty transducer. Switched tubing and arterial line started working again.

Event description:
Customer obtained the following back-to-back results within 10 minutes on the compact plus system: 194 mg/dl and 88 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.